Event description:
A stonetome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) in 2007 (pt age, gender, and weight unk). According to the complainant, "the proximal blade broke." The physician removed the device and successfully completed the procedure with a second stonetome sphincterotome. The pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken (see figure 1, page 3) and revealed that the broken ends of the cutting wire were burnt and melted (see figure 2, page 3). This indicated that excessive current flowed through the device. A functional evaluation confirmed that actuation of the device handle resulted in a corresponding movement of the proximal segment of the cutting wire. The cause of the excessive electrical current is unk, although possible causes include: (improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the complaint database revealed that one additional complaint has been reported for this lot, but it was for an unrelated issue. The device history record for this lot was reviewed; no anomalies were noted. The oct 2007 15 month stonetome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. See scanned page.